Event description:
"Attempted to pull back uvc. 5cm. Unable on first attempt. Attempted to pull back a second time (after attempting to loosen suture) and catheter snapped" at umbillicus. Surgeon performed umbilical cutdown at bedside abd catheter retrieved" the product was replaced with no other known pt sequelae.